Manufacturer narrative:
An attempt to reproduce the reported event using simplera app ver 1.5.2 installed on samsung s24 android 16 with sensor was conducted and confirmed that the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found in the logs that that app works correctly. We are observed logs which indicate that the notification has been created and displayed, which may indicate that the notification permissions for the simplera app are still on. Also during checking the logs we observed that the app is triggering the alerts every 15 mins, because the patient's sg or sensor state requires it. Most of the times that is either high sg alert, or low sg alert. Issue not confirmed. To assist with the resolution of the app behavior, we provided the helpline team with the following steps to ensure that it is addressed effectively: go to the system settings apps simplera notifications and turn off the allow notifications switch. Despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with the simplera standalone application, phone beeps/alerts every 5 minutes. The customer reported no adverse event. The event involved product(s) mmt-8401. Troubleshooting was not performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. The notification was turned off; sounds were muted from android side even after that issue persists. No harm requiring medical intervention was reported. Product return is not applicable for non- physical device mmt-8401.